Event description:
The customer reported an elevator broke during surgery. No adverse events were reported, however, this device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The elevator was visually evaluated, there are no indications of manufacturing defects. The tip has been chipped and the fragmented piece was not returned. There are no signs of discoloration or other signs of significant wear. Based on the data available through the review and investigation of this file, the most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.